Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that per nursing report, the safety feature of the device was not working properly; when the nurse the de-accessed the port, the needle stop safety did not activate- it stopped too early and did not fully extend to allow for activation. Per nursing report, this has been encountered more than once with these needles. A specific number of affected patients or devices was not provided by the complainant.